Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of loose drive support cap from the insulin pump. The customer's blood glucose reading was 375 mg/dl. The customer reported the drive support cap to appear flushed. The insulin pump will be returned for analysis.